Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.50 x 23 mm xience xpedition stent delivery system (sds), a leak was observed during air aspiration. The sds was not used in the anatomy and a new 3.50 x 23 mm xience xpedition sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and or manipulation of the device during unpacking or the setup of preparation procedure resulted in the noted broken hypotube and kinks on the hypotube and strain relief tubing, ultimately causing the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.